Manufacturer narrative:
Product analysis: analysis was able to confirm that the epg displayed an error code. Analysis also noted that the menu encoder was damaged and did not work due to being re-soldered, the main circuit board was out of electrical specification, the hanger o-rings were missing, the upper case bosses were broken due to overtightened screws, all six plugs were damaged, all six case screws were over torqued, all six circuit board screws were loose, the power wire was routed incorrectly, and both display wires were pinched though not compromised. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) displayed an error code. The device remains in the customer's possession. There was no patient involvement. It was further reported that the epg was returned for service. It was further reported that the epg subsequently tested out of specification during manufacturer's analysis.